Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the motor was running rough and was defective. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(4) that the small battery drive device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that the motor seized, jammed and was moving heavy. It was further observed that the motor made loud noises and was defective. It was observed that the tool coupling jammed easily. It was further determined that the trigger was jammed and the control unit and motor were old. It was further determined that the device failed for checks for the attachment coupling, the off/osc/on switch mode function, switching function, compatibility between colibri/sbd and colibr 11/sbd ii and for check the function with epd-console. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.